Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turning on and off. The customer had low blood glucose was 47 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The pump was monitored and no unexpected pump overheating anomaly was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip.